Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, the patient was reported to have a large cavity and patulous cervix. Approximately, six to eight minutes into the ablation phase of the procedure a fluid loss alarm occurred. The physician checked the cervical seal for leakage of fluid and no leak was noted. The procedure was successfully completed and the patient¿s condition at conclusion of the procedure was reported to be "fine." Two days later on (B)(6) 2015 the patient visited the physician complaining of vaginal discomfort. The patient was examined and burns were noted on the posterior vagina and vulva. The burn skin was described as intact and it was worse on the area around the vulva. The affected areas were treated with silvadene cream. It was reported that the patient has recovered and is ¿doing well¿. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, the patient was reported to have a large cavity and patulous cervix. Approximately, six to eight minutes into the ablation phase of the procedure a fluid loss alarm occurred. The physician checked the cervical seal for leakage of fluid and no leak was noted. The procedure was successfully completed and the patient's condition at conclusion of the procedure was reported to be "fine." Two days later on (B)(6) 2015 the patient visited the physician complaining of vaginal discomfort. The patient was examined and burns were noted on the posterior vagina and vulva. The burn skin was described as intact and it was worse on the area around the vulva. The affected areas were treated with silvadene cream. It was reported that the patient has recovered and is "doing well." An additional attempt has been made to obtain follow up event details with no response from the clinician.